Event description:
Medwatch 0500770000-2022-8017 was received from the FDA: an elderly patient with large skin tear on lower extremity. Ioban 2 wound dressing was being removed after cardiac surgical procedure. It was noted when the drape was being removed from the lower extremity, the patient's skin was adhered to the drape. The staff made attempts to carefully remove the remaining drape. It was difficult to see that additional skin was adhered and when the drape was completely removed, the skin tear was noted. The patient will follow up for wound care. Additional information received upon follow-up with the reporter: when the surgical procedure was completed, the 3m ioban 2 antimicrobial incise drape was removed slowly by the operating room staff, from the chest down towards the right lower extremity, and it was noted that some of the paper-thin skin was adhered to the drape. The remaining parts of the dressings were removed and after the drape was completely removed, it was identified that a large portion of the skin was sheared on the lower right extremity. It was difficult to confirm the skin was adhered to the remaining part of the drape due to his paper-thin skin blending into the drape. A xeroform dressing was applied with home health for dressing changes.

Manufacturer narrative:
Patient identifier, age or date of birth, weight, ethnicity and race: not provided. No sample was returned for analysis and no lot number was provided. It is unknown if skin preparations were used prior to drape application and it is also unknown if the drape was applied under tension. No other products were used to aid with drape removal. Skin condition was reported as paper-thin prior to drape removal. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin.